Event description:
The customer reported via phone call that he hospitalized due diabetic ketoacidosis and hyperglycemia on july 4,2020. Customer blood glucose level at the time of incident was unknown. Customer was treated with IV drip in hospital. Customer also reported another symptoms like coma. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.